Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada, (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient faced infusion set fell off his body event on (B)(6) 2026 while tubing got caught door.